Manufacturer narrative:
P-cap locked in place properly during testing. Customer concerns were waking up with low blood glucoses and failed battery test alarms. Customer also noticed time clock was 20 min off. During pump history review rep found pump error 63 alarm. Proceed it with the following testing to assure proper functionality of the deice. A full download of the unit will be done using(thus software) and carelink for reference. Device was set to proper time and date and monitored. Device will be tested against, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, displacement test, sleep current measurement and active current measurement test. During download review no evidence found on event date to confirm customer concerns. However on (B)(6) 2021 at 10:53:52, 10:54:53 and at 10:55:10 hours, multiple failed battery alarms found. On (B)(6) 2021 at 10:53:49 hour pump error 63 alarm confirmed in device history (variableinfo = 3). No failed battery alarms noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Device received with normal operating currents. However, the power management graph indicated abnormal behavior of unloaded vaa voltage. Device may have had in intermittent failure of vaa voltage that might of trigger a intermittent failed battery test alarm. Device passed the self test. No pump error 63 alarms noted during testing. However, pump error 63 alarm (variable=3) noted during download history review. The keypad overlay was removed to perform a visual inspection of on keypad assembly. Per visual inspection it was determine a broken trace was found on pin #6 causing pump error 63 alarm. Device was monitored for 48 hours. No gain/loss of time or date noted during testing. Device also received with cracked case(battery tube), cracked battery tube threads, cracked retainer, cracked keypad at select button and scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 40 mg/dl and treated with juice. Customer stated that insulin pump had hardware low level failures alarm and battery failed alarm. Customer successfully cleared the alarm during troubleshooting. Customer stated that programming of pump was accurate. The device will be returned for analysis.